Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which there was an overinfusion that occurred with a patient. The device ran for 24 hours instead of the expected 48 hours. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.